Manufacturer narrative:
The reported lot number, 027101, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
It was reported to boston scientific corporation that a protegen sling was implanted on (B)(6) 1998. According to the complainant, post-procedure, the patient experienced vaginal infections, localized pelvic pain, disfigurement and recurrence of the original diagnosis. All other information is unknown and unavailable.